Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since may 2024, the user has been experiencing discomfort and pain around the implant site. It has been recommended to take a CT scan to check the placement of the implant and the electrode.

Manufacturer narrative:
Additional information: according to field reports, the recipient experienced pain and discomfort around the implant site, beginning five months post-implantation. These symptoms are recognized as common, undesired side effects of otologic surgery. Additionally, the four most basal channels were disabled due to hi status. The recipient is reportedly experiencing less pain after being fitted with lower m levels. However, these adjustments have led to reduced hearing perception. No information on potential next steps has been provided.

Event description:
Since (B)(6) 2024, the user has been experiencing discomfort and pain around the implant site. Severe pain started from (B)(6) 2024 onwards. Pain is present while using the device and reduce while not wearing the processor. Slight pain is reported even without wearing the device. Pain in the implant site and slight headache is often reported.